Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the gauge did not return to zero. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 3.0x15 non- bsc balloon catheter was advanced to predilate the lesion. The balloon was inflated once to 8 atms with an encore 26 inflation device from an advantage kit. The balloon deflated without issue; however, of the gauge of the inflation device did not return to zero and remained at 8 atms. The procedure was completed with another of the same inflation device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4): the unit components were visually examined for any damage or defect. It was noted that when the complaint device was returned to site for analysis that the gauge needle was at 8atm. A full functional test of the complaint device was carried out and there was no functional evidence of the gauge needle sticking. At no stage during functional testing of the device did the gauge needle stop at 8atm's. There was no functional evidence of the gauge needle sticking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the device occurred prior to patient contact. (B)(4)